Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2002: [missing records: records for incisional her repair with ¿onlay mesh of 2 x 2 prolene were not provided.] On (B)(6) 2002: [missing records: records for laparoscopic repair with piece of ¿7.5 x 10 cm goretex [sic] duo mesh¿ recurrent umbilical hernia were not provided.] Product identification records for the alleged ¿goretex [sic] duo mesh¿ were not provided. On (B)(6) 2003: [missing records: records for laparoscopic repair recurrent umbilical hernia were not provided.] On (B)(6) 2005: (B)(6) regional hospital. Surgeon: (B)(6), md. Operative report. Preoperative diagnosis: recurrent umbilical hernia. Postoperative diagnosis: recurrent umbilical hernia, additional 1 cm ventral hernia. Procedure: laparoscopic repair of recurrent umbilical hernia. Anesthesiologist: (B)(6), md. Description of procedure: ¿(B)(6) is a 33-year-old white female who is currently approximately 1 year status post roux-en-y gastric bypass. She had a previous laparoscopic umbilical hernia repair, which has recurred over the past 1 year. Presents this time for elective laparoscopic repair of her recurrent umbilical hernia. Incidentally, she has lost approximately 90 pounds since the time of her surgery, which represents a loss of 88% of her excess body weight. After informed consent was obtained, the patient was brought to the operating room, placed in the supine position on the operating table where general anesthesia was obtained. Her abdomen was prepped and draped in sterile fashion. A left lower quadrant incision was made in the skin using a #15 blade. This was carried down through the skin and subcutaneous tissues using a knife. An end-viewing trocar was attempted to be placed through the fascia but we were unable to do so due to the laxity of her abdominal musculature. I then place a veress needle through the skin just inferior to the umbilicus relatively easily. Carbon dioxide was then used to insufflate the abdominal cavity. Once sufficient pneumoperitoneum had been obtained, the 11-mm end-viewing trocar was easily inserted under direct vision. We then removed the veress needle and completed the insufflation using the large trocar. Two 5-mm trocars were then placed one in the left lower quadrant and one in the left upper quadrant. Then, we turned our attention medially. The patient had a previous laparoscopic umbilical hernia repair, had a piece of mesh, and which measured approximately 8 cm in diameter. This appeared to have shrunken considerably and had allowed for recurrence of her hernia inferior to the mesh. Hernia defect is approximately 3 cm in size and it was noted there was also a second hernia defect superior to the mesh approximately 6 cm away from the larger hernia. The smaller superior hernia measured approximately 1 cm in size. The patient had filmy omental adhesions up to the upper midline surgical incision. There were also omental adhesions up to the hernia defect. Initially, we turned our attention to take down the omental adhesions up to the umbilical hernia. This was taken down using the harmonic scalpel. We then resected the hernia sac from within the hernia defect. The hernia defect measured approximately 3 cm in size while the actual sac measured approximately 6 cm in diameter. Once the hernia sac was resected, it was placed into an endoscopic bag which was then removed from the abdominal cavity. Then, we turned our attention to adhesiolysis in the upper abdomen. Omental adhesions were taken down to the upper midline. At that point, the left lower quadrant 11-mm trocar was removed and a 15 x 27 mm piece of bard dual-layer mesh was inserted into the peritoneal cavity. This was tacked and placed circumferentially using protack tack applier. The centrally located suture had been pulled through the abdominal wall and this was tied down into place. The mesh covered both herniated defect [sic] with ease. Once the mesh had been circumferentially tacked into place, the peritoneum was released. It should be noted there was no additional bleeding from the omentum and no evidence of bowel injuries. At the termination of the case, trocars were removed. Each of the incisions were then infiltrated with 0.25% marcaine and was closed using 5-0 pds. The fascial incision in the 11-mm trocar site was closed using 0 vicryl in an interrupted fashion. The patient tolerated the procedure well. There were no immediate complications .¿ on (B)(6) 2005: (B)(6) regional hospital. (B)(6), md. Discharge summary. Admit date: (B)(6) 2005. Principle diagnosis: recurrent umbilical hernia. Principle procedure: laparoscopic repair of recurrent umbilical hernia. Brief hospital course: recurrent umbilical hernia for elective laparoscopic repair. Underwent without complications. Surgical findings 3 cm recurrent umbilical hernia inferior to previously placed mesh. Also had additional 1-cm hernia superior to mesh and this was replaced with a large 15 x 20-cm piece of bard dual mesh. Taken to floor, recovered well. Will be released evening after surgery. Discharge instructions: follow up 2 weeks . On (B)(6) 2006: (B)(6) regional hospital. (B)(6), md. Radiology-CT abdomen/pelvis. Indication: abdominal pain, prior gastric bypass 2 years ago, prior hernia repair. Discussion: multiple surgical coils along anterior abdominal abdomen compatible with prior hernia repair. Extend both above and below umbilicus. Row of coils most concentrated at level of umbilicus. Impression: postsurgical change compatible with anterior abdominal hernia repair with gastric bypass procedure. Findings suggestive of anterior abdominal wall adhesions, visceral parietal, otherwise no evidence of recurrent hernia of focal obstruction . On (B)(6) 2006: [facility ni] [not indicated]. (B)(6) . Office notes. Abdominal pain mid and left lower quadrant of abdomen. Pain going on for several days. Scheduled for endoscopy about a month ago failed to show up. Frequent noncompliance and then requests additional pain medicines . On (B)(6) 2006: [facility ni]. (B)(6), md [assigned]. Office notes. Left upper quadrant abdominal pain. Gastric bypass preoperative weight 223 pounds down to 129 pounds today. Body mass index from 42.8 down to 25. Denies smoking. Past medical history: open gastric bypass (B)(6) 2004. Exam: mass at umbilicus appears consistent with firm area of mesh closure. Difficult to tell whether represents recurrent hernia. Not able to push any intra-abdominal contents through. Not able to appreciate any actual defect but does have mass in this region. Impression/plan: abdominal pain. Has extensive work-up including CT scan which revealed thickened parietal surface of abdominal wall in this region. History endometriosis. Recommend laparoscopic adhesiolysis six week ago, failed to show up for surgical date. Requesting another date for surgery. Feel most likely cause for abdominal pain is intra-abdominal adhesions to previous port sire from laparoscopic herniorrhaphy. Not any obvious evidence on exam for hernia. Recommend laparoscopic adhesiolysis again. Plan next week or two . On (B)(6) 2006: (B)(6) surgery center. Surgeon: (B)(6), md. Operative report. Date of birth: (B)(6) 1972. Preoperative diagnosis: intrabdominal adhesions. Postoperative diagnosis: 1. Same. 2. Internal hernia. Procedure: laparoscopic adhesiolysis with conversion to open procedure and open repair of internal hernia. Anesthesia: general anesthesia by dr. (B)(6). Indications: (B)(6) is a 34-year-old, white female who is currently two years status-post roux-en-y gastric bypass. She has done well following her surgery have lost greater than 100 pounds, however she has had persistent left upper quadrant abdominal discomfort over the past few months. This has been associated with nausea, especially recently. She presents at this time for diagnostic laparoscopic adhesiolysis. She also has past history of three previous umbilical hernia repairs, two of which were performed laparoscopically. Procedure: ¿after consent was obtained, the patient was brought to the operating room and placed in the supine position on the operating table where general anesthesia was obtained. Her abdomen was prepped and draped in a sterile fashion. A right subcoastal incision was made in the skin using a #15 blade and was carried down through the skin and subcutaneous tissues using a knife. An end viewing 11 mm trocar was inserted under direct vision into the peritoneal cavity. Pneumoperitoneum was obtained and were used to manipulate the intraabdominal contents. The greater omentum was densely adhered to the anteriorly placed abdominal wall mesh. These adhesions were taken down using the harmonic scalpel shears. Bleeding point on the omentum were controlled using bipolar electrocautery. I continued the dissection from the patient¿s right to the patient¿s left until the entire mesh was cleared away. The patient¿s point of maximal tenderness was identified at the position of her left upper quadrant surgical scar. This was identified. She did have three tacks immediately adjacent to this within the mesh. These tacks were felt to be possible sources of pain with possible nerve irritation from involvement with the tack and these tacks were then removed. The mesh stayed in place without any difficulty due to fibrosis between the mesh and the abdominal wall. We then turned out attention to examination of the roux-en-y configuration. Upon inspection of this, it became apparent that the patient had a relatively large petersen¿s hernia with a significant amount of small bowel that had protruded through from the left side of the roux-en-y configuration underneath the enteric limb of the roux over to the right. We attempted reduction of this laparoscopically without success and decided at that point we would have to convert to an open procedure. The pneumoperitoneum was released and the trocars were removed. An upper midline incision was made in the position of her previous scar using a #15 blade. This was carried down through the skin and subcutaneous tissues using the bovie electrocautery. The fascia was divided using the bovie. Approximately 2 inches of the superior portion of the intraabdominal mesh were divided using mayo scissors. An abdominal exploration was then carried out. We did verify that the patient had a petersen¿s hernia defect measuring approximately 4 cm in size. This was present immediately behind the enteric limb of the roux-en-y configuration. The patient had approximately 100 cm enteric limb of the roux-en-y configuration and approximately 50 cm biliopancreatic limb. The enteric limb went in a retrocolic retrogastric position up to the upper abdomen. The gastric pouch was not dissected out. There was no evidence for mesenteric defect between then enteroenterostomy [sic] and no evidence of a transverse mesocolon defect. We then turned our attention to reduction of the hernia. Approximately 70% of the small bowel was on the right side of the enteric limb. This was reduced without significant difficulty. We then performed closure of the petersen defect using a running layer of 3-0 silk. The small bowel appeared pink and well perfused following the procedure. There was no significant bleeding from the omentum. The abdominal contents were returned within the abdomen. The fascia was then closed with a running #1 prolene suture. Due to her previous mesh repair the skin was closed using skin stapler. The fascia and subcutaneous tissues of each incisions were then infiltrated with 0.25% marcaine. The patient tolerated the procedure well. Complications were the requirement of conversion of the procedure to an open procedure .¿ on (B)(6) 2006: (B)(6) regional hospital. (B)(6), md. Discharge summary. Admit date: (B)(6) 2006. Principle diagnosis: incisional hernia. Principle procedure: exploratory laparoscopy converted to open laparotomy for repair of internal hernia; performed at (B)(6) surgery center (B)(6) 2006. Brief hospital course: (B)(6) 2006 laparoscopic adhesiolysis. Surgical findings of intra-abdominal adhesions and internal hernia. Required conversion to open procedure. Transferred from surgery center to hospital for inpatient care postoperatively. Postoperative course uncomplicated. No heavy lifting greater than 20 pounds for 6 weeks. Follow up with dr. (B)(6) 1 to 2 weeks . On (B)(6) 2006: [facility ni]. (B)(6) , md [assigned]. Office notes. Three previous umbilical hernia repairs. Internal hernia repaired about a month ago. Past couple weeks had increasing difficulty with pain at umbilicus. Has mass at umbilicus says hurts primarily during last two weeks of period. Located from 12:00 to 3:00 position of umbilicus approximately 2 cm radially away from actual umbilical skin. Has bulge immediately superior to umbilicus consistent with piece of mesh which has torn up and is wadded up in subcutaneous tissues. Here to talk about possibility of removal of mesh. Exam: bulge consistent with mesh material with subcutaneous tissues. Tender at this position and radiating around left from 12:00 position of umbilicus down to 3:00 position. Tender over area approximately 3 cm in diameter of right upper quadrant on umbilicus. Impression: umbilical pain. Episodic and occurs at and around periods. Pain extending from middle of cycle to menses. Pain located at position of mesh and umbilicus. Has two layers of mesh, one from first laparoscopic hernia repair and one from second, which is posterior to wadded up piece of mesh. Suspect cyclic pain may be due to endometriosis involving initially placed umbilical hernia mesh. Offered simple excision of mesh with leaving posterior portion of mesh intact. Weight 127.6 . On (B)(6) 2007: [facility ni]. (B)(6), md [assigned]. Office notes. Seen in follow-up left lower quadrant abdominal pain. Same position that was having it four months ago. Called multiple times to office for refills on narcotic pain medication over past month or two. Past medical history: diagnosed with irritable bowel syndrome about 8 years ago. Review of systems: frequent diarrhea in association with left lower quadrant abdominal pain. Plan: stop narcotic prescriptions from this office until or unless she requires another surgical procedure . On (B)(6) 2007: [facility ni]. (B)(6), rn. Nurse notes. Picked up frozen bag potting soil and pulled something in stomach. States golf ball size knot in umbilical area. Requested pain medication . On (B)(6) 2007: (B)(6) regional hospital. (B)(6), md. Radiology-CT abdomen/pelvis. Indication: abdominal pain and vomiting. Impression: postoperative abdomen. Discussion: multiple surgical clips in anterior abdomen near midline presumably from previous ventral hernia repair . On (B)(6) 2007: [facility ni]. (B)(6). Office notes. ¿mesh ball¿ in abdomen. Frequently visits emergency room one to two times monthly for various concerns seeking pain medication . On (B)(6) 2007: [facility ni]. (B)(6), md [assigned]. Office notes. Chronic abdominal pain. Laparoscopic repair of recurrent umbilical hernia in 2003. Chronic difficulty with pain at or around umbilicus that seems to be in association with piece of mesh which is ¿wadded up¿ in her subcutaneous tissues. Report chronic pain more or less present since time of its insertion in 2003. Seen multiple times for chronic abdominal pain. Received multiple narcotics prescriptions from this office. Pain in umbilicus and radiates down to bladder and vagina. Dysuria. Denies hematuria. Smokes one to five cigarettes a day. Exam: abdomen has firm nodule in umbilicus which is tender. On compression of umbilicus has radiation of pain down into suprapubic region. Upper midline surgical scar free from herniation. On review of operative notes, laparoscopic repair of recurrent umbilical hernia in (B)(6) 2002 with a piece of 7.5 x 10 cm goretex [sic] duo mesh. Operative note from (B)(6) 2002 for incisional hernia repair with onlay mesh of 2 x 2 prolene. Third laparoscopic repair of umbilical hernia performed (B)(6) 2005 with piece of 15 x 27 cm bard duo mesh. Open repair (B)(6) 2006. Impression/plan: feel current umbilical pain may be due to multiple layers of mesh in abdominal cavity causing traction in abdominal wall. Offered exploratory laparotomy with removal of abdominal mesh. Told her thought chances of completely alleviating her pain would be about 66%. Get scheduled for elective excision of abdominal mesh and attempting to repair fascia primarily, possibly over a piece of small intestinal submucosa mesh . On (B)(6) 2007: (B)(6) regional hospital. (B)(6), md. Operative report. Preoperative diagnosis: chronic abdominal pain. Postoperative diagnosis: intra-abdominal mesh. Procedure performed: excision of abdominal mesh with primary closure of abdominal wall. Anesthesiology: (B)(6), md. Description of procedure: ¿(B)(6) is a 34-year-old white female who has had history of previous umbilical hernia repair x 2. In addition, she has had recurrent ventral hernia repair performed laparoscopically and a gastric bypass surgery. Her gastric bypass is complicated by internal hernia, which was repaired in an open fashion. She presents back at this time with chronic abdominal pain that she feels is due to the mesh attachment to her abdominal wall. We planned on performing exploratory laparotomy and removing the mesh and peritoneal tacks from her abdomen. After consent was obtained, the patient was brought to the operating room and placed in the supine position on the operating table where general anesthesia was obtained. Her abdomen was prepped and draped in sterile fashion and a vertical midline incision was created in the skin. This was carried down through the skin and subcutaneous tissue using bovie electrocautery. There were 2 layers of mesh identified posterior to the fascia. These were incised using curved mayo scissors. We were able to enter the peritoneal cavity without injury to the bowel. The patient actually had fairly flimsy adhesions up to the mesh and to the anterior abdominal wall. The fascia was then incised and the mesh was bisected in the vertical direction along its length. The mesh was approximately 20 x 15 cm in size and was held in place with several tacks. These tacks were removed using hemostat and passed off the field. The mesh was then dissected away from the posterior sheath of the rectus fascia. The patient also had a large area of fibrotic tissue surrounding the periumbilical portion of the mesh. This portion of the mesh was dissected away from the posterior surface of the umbilical skin and was removed along with the mesh in question. It was suspected that there was significant fibrosis around her umbilicus is the area which was causing her the most pain. Once the mesh was resected, hemostasis was obtained on the abdominal wall. On dissection of the posterior surface of the abdominal wall, there was a tear in the posterior sheath extending over the patient¿s left about 4 cm above the umbilicus and extending of about 6 cm to the left of the midline. The posterior sheath was not intact. However, the anterior sheath and the muscle belly of the rectus were clearly intact, so no repair was attempted of the posterior sheath. There was a similar tear extending to the right of the midline for approximately 2 to 3 cm at the same level. Again, the anterior sheath was intact and no additional posterior repair was contemplated. We then elevated skin flap for a distance of 2 to 3 cm circumferentially around the wound in order to allow passage of sutures through the fascia. We then performed fascial closure in a primary fashion using interrupted sutures of #1 prolene in figure-of-eight fashion with the knots placed intra-abdominally. Once this was accomplished, an on-q pain pump catheter was inserted beginning in the right upper quadrant and passing the catheter to within the wound. Catheter was then pulled down into place and it was attached to the pump for infusion of postoperative marcaine. The posterior portion of the umbilical skin was then tacked back to the midline using 3-0 vicryl. The fascia was then infiltrated with 0.25% marcaine for local anesthesia and the skin was closed using a skin stapler. Pressure dressing was applied. The patient tolerated the procedure well. There were no immediate complications .¿ on (B)(6) 2007: (B)(6) pathology pc. (B)(6), md. Pathology report. Accession number: (B)(4). Collected date: (B)(6) 2007. Received date/time: 05/10/07 14:04:00. Verified date/time: 05/11/07 14:53:56. Specimen: abdominal mesh. Diagnosis: soft tissue, abdomen: mesh and tissue with fibrosis and foreign body suture reaction. Pre-operative diagnosis: abdominal pain. Post-operative diagnosis: abdominal pain. Gross description: the specimen is labeled (B)(6) and ¿abdominal mesh¿ and consists of an aggregate of mesh and fibrofatty tissue measuring approximately 15 x 10 x 2 cm. Representative section of the tissue submitted in a single cassette. Microscopic description: sections show benign fibrofatty tissue with fibrosis and foreign body suture-type reaction. Pre-operative correlation code: 1 . On (B)(6) 2007: (B)(6) regional hospital. (B)(6), md. Discharge summary. Principle diagnosis: intra-abdominal mesh with chronic pain. Principle procedures: 1. Removal of abdominal wall mesh. 2. Incision and drainage of postoperative hematoma with placement of a drain. Brief hospital course: multiple previous hernia repairs. Presents with chronic abdominal pain for removal of abdominal wall mesh. Surgical findings three layers of abdominal wall mesh which was removed with all laparoscopically placed tacks. Found to have intact retrocolic, retrogastric gastric bypass. Postoperatively developed hypotension. Given fluid bolus. Transfused with two units packed red blood cells. Developed large hematoma under wound. Incision and drainage at bedside, 500 ml fluid. On-q pain pump removed. Instructions: wear abdominal binder when ambulatory. Do not left greater than 20 lbs for 4 weeks . On (B)(6) 2007: [facility ni]. (B)(6), md [assigned]. Office notes. Six days following removal of abdominal wall mesh. Received a letter from insurance company regarding controlled substance prescriptions over the last 6 months. The list is one and a half pages in length, which she has received between (B)(6) 2006 and (B)(6) 2007. Has received these from a total of about twenty physicians. Impression/plan: confronted today regarding narcotic use and was told in no uncertain terms that this office would not be prescribing any further narcotics to her. If has continued need for pain medication will be referred to a pain medicine specialist. On (B)(6) 2007: [facility ni]. (B)(6) , md [assigned]. Office notes. Approximately one month following removal of abdominal wall mesh. Developed small seroma draining through inferior portion of wound. Wound 99% closed. 5 mm open area probed to depth of 1.5 cm. Cauterized with silver nitrate stick. Plan on having do packings with quarter-inch nu-gauze until small seroma cavity closes. See back two to three weeks . On (B)(6) 2007: [facility ni]. (B)(6) , lpn. Nurse notes. Complains burning sensation in abdomen. Loose stools, wants pain medication. Stated not using nu gauze as instructed by dr. (B)(6), but keeping wound clean with dry dressing. Will not give anymore pain medications, she needs to get this from a pain clinic . On (B)(6) 2007: (B)(6) regional hospital. (B)(6), md. Radiology-chest anterior-posterior; abdomen supine upright anterior-posterior and left lateral decubitus views. Indication: postoperative hernia repair, abdominal pain. Chest: no active disease. Abdomen: mild gaseous colonic distention with scattered small bowel gas. Abnormal but nonspecific nonobstructive pattern . On (B)(6) 2007: [facility ni]. (B)(6), md [assigned]. Office notes. Called to cancel appointment today. Has cancelled or no-showed to her last five office visits . A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for alleged unknown gore device use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore's investigation. The alleged ¿gore-tex¿ mesh is being captured as gore-tex® soft tissue patch for product surveillance purposes. It should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ it should be noted with use of the device in patients with the potential for growth, tissue expansion, or significant change in body habitus, the surgeon should be aware that the device will not stretch or change with the patient¿s body. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that although the brand name and lot # of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent a hernia repair in approximately 2002, whereby an alleged gore device was implanted. The complaint alleges that on (B)(6) 2007, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: chronic abdominal pain, mesh removal and additional surgery. Additional event specific information was not provided.